Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm and button error alarm. Customer stated that the scroll bar is not moving with no input. Customer stated that the middle button was unresponsive,. Customer is unable to access menu screen. Customer stated that the issues frequency. Customer stated that an alarm was not in progress at the time the button was unresponsive. Customer states the buttons are not responding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.